Event description:
The customer alleged an eo1 message. The asp technical services representative (tsr) advised the customer to run another cycle and if the message reappears, to run an empty disinfect cycle. The customer later stated the cidex opa solution overflowed from the unit and onto the floor. No injuries were involved. To resolve the eo1 issue, the customer switched valves number 5 and 6 on the aer unit. The customer did not request service from asp. The customer stated the eo1 message has not resurfaced, and the unit is back in operation.

Manufacturer narrative:
Other - capital equipment evaluated at the customer site. The customer switched valves number 5 and 6 to resolve the issue. Method: other - the customer repaired the unit.